Manufacturer narrative:
The fse replaced the blower motor to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.

Manufacturer narrative:
B5: device use is updated from outside of clinical use to in clinical use- a review of the drpt indicates that every instance of ec 1122 blower temp high occurred after ventilation had been initiated which suggests that a patient was on the unit at the time of each occurrence. Based on the review of the device event log, the unit was in patient use at the time of the reported event. However, no patient harm, injury or intervention has been reported.

Manufacturer narrative:
The blower assembly was returned for failure investigation. Customer complaint verified. The root cause is a failure of the blower motor assembly.

Event description:
It was reported to philips by a customer¿s institutional biomedical engineer (bme) that the v60 ventilator is generating a vent blower temp high error message. The device was evaluated remotely by a philips remote service engineer. The bme is reporting the v60 filters are clean and this has been an ongoing problem for the last few weeks. The biomed was not currently in front of the unit to review the significant event logs. Based upon the information provided, the device was not in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.